Manufacturer narrative:
Cracked blade. Second device received (b): d4: other# = v92y5j (batch#) and exp. Date = 07/2009. H4 = 08/2004. Results: (broken blade-missing tip). Evaluation summary: the analysis found that the device a was returned with the blade nicks and cracked. Device b was returned with the distal tip of the blade broken off and missing. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.). No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap gastric bypass with roux-en-y procedure, the device wasn't working properly. There is no further information and procedure was finished with like device.